Manufacturer narrative:
Additional devices listed in this report: cat# 6098-0530, description: omnifit eon 132, lot# mnm1we. Cat# 06-4005, description: c-taper cocr lfit head 40mm/+5 , lot# mljty7. An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical information is for across related pi , that was submitted to a consulting clinician who confirmed that x-rays shows screw not placed in pelvis but deemed the information insufficient and rejected it for a medical review. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been no other similar events for the reported lot or sterile lot. Conclusions: the event could not be confirmed nor the source of infection as patient information, clinical history, and results of blood-work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Right total hip revision due to infection. Doctor revised patients acetabular component. This is patient's 4th surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right total hip revision due to infection. Doctor revised patients acetabular component. This is patient's 4th surgery.